Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative found a loose component inside the gantry causing the reported event. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: bi30000002, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the button was pushed to move the gantry in the x-axis, the gantry could not move.